Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the cgm error did not reappear, and the caller successfully began a new sensor session.